Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer received third-party intervention by a relative, a neighbor, a friend who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no damage was observed. The sensor was not properly seated. The sensor plug assembly was inspected and a cracked sensor neck and broken snaps were observed. The cracked sensor neck and broken snaps can cause poor connection between the rubber contacts and pcb (printed circuit board) contacts, and may cause the sensor plug to be unable to form a proper seal that can lead to liquid ingress onto the pcb. An extended investigation has been performed on the returned sensor plug and observed the broken snap caused improper seating of the sensor plug in the mount. Therefore, the issue is confirmed to a broken side snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer received third-party intervention by a relative, a neighbor, a friend who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.